Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the imaging system was unexpectedly shutting down. The mobile view station (mvs) computer on the system sometimes autonomously shut down. It was reported that it shut down one of three times during use. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer for the viewing station of the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.